Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was not getting any response from the insulin pump's buttons. Customer also stated the screen froze and time stopped moving. Customer's blood glucose was 150 mg/dl. Buttons were still sticky and customer reported the weather was warm and humid. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.